Event description:
Caller reported an issue with the time settings on their device, which they were in the process of updating. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor for any future discrepancies, with the caller acknowledging and understanding the guidance provided.